Event description:
The customer reported the alarm has power yet when the magnet is detached from the alarm there is no sound. The customer reported that the batteries have been replaced with a new supply and that there is a secure fit when the magnet is attached to the alarm. There was no visible damage to the outside of the alarm reported. There was no pt incident or injury reported.

Manufacturer narrative:
Eval of the returned product found that the alarm powers on but does not sound when the magnet is removed from the magnet plate. (B)(4).